Event description:
A screw fell out of the dissector handle during o.r. Laparoscopic procedure. There was no patient complications or injury. Screw was recovered and whole instrument was sent in for evaluaiton.